Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: the group leader of the door collector gave feedback that the shield and stopper of our yellow tube were too loose and fell off directly. It was found that the stopper was crooked. In this way, the stopper could not be removed into the assembly line, and there would be a risk of needle blocking

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper stopper assembly was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of improper stopper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper stopper assembly. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: the group leader of the door collector gave feedback that the shield and stopper of our yellow tube were too loose and fell off directly. It was found that the stopper was crooked. In this way, the stopper could not be removed into the assembly line, and there would be a risk of needle blocking.